Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer would not power up noting that the programmer powered up as normal. Analysis was able to confirm that the cursor would not follow the stylus noting that the xy board was out of electrical specification. Analysis also found that the lower case was cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer did not turn on and could not be calibrated. The programmer was returned for service. There was no patient involvement.